Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted as the recipient reportedly experienced abnormal sound percepts. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Event description:
Per the clinic, the patient experienced tinnitus and poor performance with device use; subsequently the device was explanted on (B)(6) 2019.